Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is requesting this altrx liner be investigated and have reports sent back to surgeon. Doi: unknown, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached xray evidence and physical examination of the product, it cannot be determinated a depuy device's failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device lot number j42j05, and no non-conformances / manufacturing irregularities were identified.